Event description:
A customer reported a malfunction with their pump during an update process. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.